Event description:
It was reported the pump shuts off and restarts in alarm condition. As a result, the pump was exchanged off the pt. There were no reported pt complications. Arrow field service (afs) and the biomed tech trouble shooted the pump and determined the printer to be the problem. The printer was replaced.

Manufacturer narrative:
We are not expecting the product to be returned. A follow-up report will be filed if more info becomes available.